Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. External/internal inspection was performed and passed. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The additional rite failure found, volumetric specification, will be captured and reported through a different complaint. Upon conclusion of the investigation, the cause of the reported issue was determined to be deteriorated piston foam. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a fluid volume accuracy failure was identified. There was no patient involvement. No additional information is available.